Event description:
It was reported to the aci sales professional that a (B)(6), male patient underwent a diagnostic coronary catheterization procedure (exact date unknown). Following the procedure, the physician who is a trained user of the mynx, used the device for femoral artery closure. There was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure. It was reported that the deployment of the device was fine and hemostasis was successfully achieved. It was reported that 3-5 days post procedure, the patient returned with what looked like an infection. The patient was admitted and given oral antibiotics. The next day, a culture was performed which was negative for infection. On the 3rd day, the patient underwent an incision and drainage (I & d) in the or (operating room) and was hospitalized for 2 days before being discharged home with no further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed based on the information provided, the cause of the reported local reaction could not be conclusively determined. Initially, the assessment was that the patient had an infection. However, the culture was negative. In addition, there was no information provided regarding the pre-procedural femoral angiogram to assess suitability of closure, or any information provided regarding the deployment of the mynx and its use per the instructions for use (IFU). However, it was reported that the deployment of the device was fine and hemostasis was successfully achieved. Therefore, there is no evidence to suggest that the mynx device did not meet specification or perform as intended. Additionally, the mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.